Event description:
It was reported that the ventilator¿s touchscreen was unresponsive and there were multiple error codes. There was no patient involvement. The customer reported that the touchscreen did not allow changes to be made and multiple alarm messages on screen, blower was not spinning. The customer noted error codes aux alarm supply failed, 35-volt failure and backup alarm failed in the ventilator diagnostic logs. The customer requested onsite repair. Further information is pending.

Manufacturer narrative:
The service provider (sp) inspected the device and found the issue with the power management (pm) board. The sp replaced the pm board, and the unit passed all testing.

Manufacturer narrative:
The power management (pm) pcba was returned for analysis. Visual inspection of the pm pcba revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to a component solder cracked open on the pm board.